Event description:
Event description guidant received information that this patient had received some inappropriate shocks with this transvenous defibrillation lead. At the follow up visit, egrams noted noise in the ventricular channel with some episodes of no pacing. However, the physician could not reproduce the noise during the check up. The lead was removed from service and surgically abandoned due to questionable lead integrity. The physician also elected to upgrade this patient's device to dual chamber due to the patient's increasing need for pacing capabilities.